Event description:
This is a spontaneous case report received from a lawyer in the united states on 10-aug-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for birth control. On (B)(6) 2014, following discussion with her physician concerning safe and effective birth control options, plaintiff underwent essure procedure. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp tabbing pelvic pains, wood swings, discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2015, plaintiff underwent a right salpingectomy, or removal of the fallopian tube as well as a hysterectomy, to try and alleviate her symptoms of chronic pelvic pain and abnormal bleeding. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the implant, she had sharp stabbing pelvic pain and heavy bleeding among other non-serious events. One year later, she underwent a right salpingectomy and hysterectomy. Pelvic pain and genital bleeding are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ chronic pelvic pain, pain"), device dislocation ("malposition of essure device location of device: essure was sticking out the left cornu") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included galactorrhea, infertility, left bundle branch block, meniscus tear, abdominal pain upper, chest pain, arachnoid cyst, insomnia, seizures, cancer, back pain and disorder rectal. Concomitant products included folic acid, metoprolol, norethisterone (micronor), prenatal vitamins and ramelteon (rozerem). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("incontinence / bladder or urinary problems or changes : stress urinary incontinence"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysuria ("dysuria"), abdominal distension ("painful bloating, gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("irregular and painful menses, dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse),"), back pain ("back pain") and procedural pain ("essure was painful to implant, painful to confirm it worked painful after implanted"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, stress urinary incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, genital haemorrhage, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, loss of libido, menstruation irregular, mood swings, pelvic pain, procedural pain, stress urinary incontinence, vaginal discharge and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014 and (B)(6) 2015 : hysterosalpingogram (hsg) : transvaginal ultrasound (tvu) - cornual echos. Total bilateral occlusion. Bilateral tubal occlusion coils in place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : bladder or urinary problems or changes, dysmenorrhea (cramping), malposition of essure device location of device: essure was sticking out the left cornu, salpingectomy (one side removal of fallopian tube), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: bloating, pain, vaginal discharge and essure was painful to implant, painful to confirm it worked painful after implanted were added as an events. Patient, reporter and device information updated. Essure legal manufacture has changed from (B)(4) to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ chronic pelvic pain/pain"), device dislocation ("malposition of essure device location of device: essure was sticking out the left cornu"), device expulsion ("a foreign body in uterus") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure coils deployed in tubes with difficulty". The patient's past medical history included colonic polyp, hemorrhoids, colon cancer, kidney stones, incontinence and leg pain in 2008. Concurrent conditions included galactorrhea, infertility since 2008, left bundle branch block since 2014, meniscus tear, abdominal pain upper, chest pain, arachnoid cyst, insomnia, seizures, cancer, back pain since 2008, disorder rectal, joint stiffness, galactorrhea, uterine fibroid, obesity and hypertension since 2014. Concomitant products included folic acid, metoprolol, norethisterone (micronor) and prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, 11 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal distension ("painful bloating, gastrointestinal or digestive system condition type: bloating"), dysmenorrhoea ("irregular and painful menses, dysmenorrhea (cramping)"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia") with myalgia, arthralgia, neuralgia, pain in extremity and arthralgia, rash ("rashes"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced stress urinary incontinence ("incontinence / bladder or urinary problems or changes : stress urinary incontinence"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("dysuria"), menstruation irregular ("irregular menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), hot flush ("hot flashes"), back pain ("back pain"), procedural pain ("essure was painful to implant, painful to confirm it worked painful after implanted"), erythema ("redness"), skin discolouration ("spots"), abdominal pain ("abdominal pain"), uterine enlargement ("uterus enlarged") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with ramelteon (rozerem), duloxetine hydrochloride (cymbalta), mometasone, ibuprofen, pregabalin (lyrica), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash and alopecia had resolved, the device dislocation, device expulsion, genital haemorrhage, stress urinary incontinence, dysuria, abdominal distension, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, back pain, procedural pain, anxiety, depression, fibromyalgia, erythema, skin discolouration, abdominal pain, fatigue, uterine enlargement and complication of device removal outcome was unknown and the hot flush was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, complication of device removal, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hot flush, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, rash, skin discolouration, stress urinary incontinence, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 visible coils on the right and 1 coil visible on the left. The right fallopian tube was not perforated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. On (B)(6) 2014 and (B)(6) 2015 : hysterosalpingogram (hsg) : transvaginal ultrasound (tvu) - cornual echos. Total bilateral occlusion. Bilateral tubal occlusion coils in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, dyspareunia, stress urinary incontinence, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: following company internal coding review, the reported event "essure coils deployed in tubes with difficulty" was recoded to the meddra llt: device deployment issue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ chronic pelvic pain, pain"), device dislocation ("malposition of essure device location of device: essure was sticking out the left cornu"), device expulsion ("a foreign body in uterus") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colonic polyp, hemorrhoids, colon cancer, kidney stones and incontinence. Concurrent conditions included galactorrhea, infertility, left bundle branch block, meniscus tear, abdominal pain upper, chest pain, arachnoid cyst, insomnia, seizures, cancer, back pain, disorder rectal, joint stiffness, galactorrhea and uterine fibroid. Concomitant products included folic acid, metoprolol, norethisterone (micronor), prenatal vitamins and ramelteon (rozerem). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015 11 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("incontinence / bladder or urinary problems or changes : stress urinary incontinence"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("dysuria"), abdominal distension ("painful bloating, gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("irregular and painful menses, dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse),"), back pain ("back pain") and procedural pain ("essure was painful to implant, painful to confirm it worked painful after implanted"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, device expulsion, genital haemorrhage, stress urinary incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, loss of libido, menstruation irregular, mood swings, pelvic pain, procedural pain, stress urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: 3 visible coils on the right and 1 coil visible on the left. The right fallopian tube was not perforated. Diagnostic results: on (B)(6) 2014 and (B)(6) 2014: hysterosalpingogram (hsg) : transvaginal ultrasound (tvu) - cornual echos. Total bilateral occlusion. Bilateral tubal occlusion coils in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, dyspareunia, stress urinary incontinence, device expulsion. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received, reporter added,concomitant condition added, event added :- device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ chronic pelvic pain, pain"), device dislocation ("malposition of essure device location of device: essure was sticking out the left cornu"), device expulsion ("a foreign body in uterus") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colonic polyp, hemorrhoids, colon cancer, kidney stones and incontinence. Concurrent conditions included galactorrhea, infertility, left bundle branch block, meniscus tear, abdominal pain upper, chest pain, arachnoid cyst, insomnia, seizures, cancer, back pain, disorder rectal, joint stiffness, galactorrhea and uterine fibroid. Concomitant products included folic acid, metoprolol, norethisterone (micronor), prenatal vitamins and ramelteon (rozerem). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("incontinence / bladder or urinary problems or changes : stress urinary incontinence"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("dysuria"), abdominal distension ("painful bloating, gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("irregular and painful menses, dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse),"), back pain ("back pain") and procedural pain ("essure was painful to implant, painful to confirm it worked painful after implanted"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, device expulsion, genital haemorrhage, stress urinary incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, loss of libido, menstruation irregular, mood swings, pelvic pain, procedural pain, stress urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: 3 visible coils on the right and 1 coil visible on the left. The right fallopian tube was not perforated. Diagnostic results: on (B)(6) 2014 and (B)(6) 2015 : hysterosalpingogram (hsg) : transvaginal ultrasound (tvu) - cornual echos. Total bilateral occlusion. Bilateral tubal occlusion coils in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, dyspareunia, stress urinary incontinence, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ chronic pelvic pain/pain"), device dislocation ("malposition of essure device location of device: essure was sticking out the left cornu"), device expulsion ("a foreign body in uterus") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 38-year-old female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colonic polyp, hemorrhoids, colon cancer, kidney stones, incontinence and leg pain in 2008. Concurrent conditions included galactorrhea, infertility since 2008, left bundle branch block since 2014, meniscus tear, abdominal pain upper, chest pain, arachnoid cyst, insomnia, seizures, cancer, back pain since 2008, disorder rectal, joint stiffness, galactorrhea, uterine fibroid, obesity and hypertension since 2014. Concomitant products included folic acid, metoprolol, norethisterone (micronor) and prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, 11 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal distension ("painful bloating, gastrointestinal or digestive system condition type: bloating"), dysmenorrhoea ("irregular and painful menses, dysmenorrhea (cramping)"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia") with myalgia, arthralgia, neuralgia, pain in extremity and arthralgia, rash ("rashes"), fatigue ("fatigue") and alopecia ("hair loss "). In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced stress urinary incontinence ("incontinence / bladder or urinary problems or changes : stress urinary incontinence"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("dysuria"), menstruation irregular ("irregular menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), hot flush ("hot flashes"), back pain ("back pain"), procedural pain ("essure was painful to implant, painful to confirm it worked painful after implanted"), erythema ("redness"), skin discolouration ("spots"), abdominal pain ("abdominal pain "), uterine enlargement ("uterus enlarged"), complication of device insertion ("essure coils deployed in tubes with difficulty") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with ramelteon (rozerem), duloxetine hydrochloride (cymbalta), mometasone, ibuprofen, pregabalin (lyrica), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash and alopecia had resolved, the device dislocation, device expulsion, genital haemorrhage, stress urinary incontinence, dysuria, abdominal distension, menstruation irregular, bacterial vaginosis, loss of libido, back pain, procedural pain, anxiety, depression, fibromyalgia, erythema, skin discolouration, abdominal pain, fatigue, uterine enlargement, complication of device insertion and complication of device removal outcome was unknown and the weight increased, mood swings and hot flush was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, complication of device insertion, complication of device removal, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hot flush, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, procedural pain, rash, skin discolouration, stress urinary incontinence, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: 3 visible coils on the right and 1 coil visible on the left. The right fallopian tube was not perforated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. On (B)(6) 2015 : hysterosalpingogram (hsg) : transvaginal ultrasound (tvu) - cornual echos. Total bilateral occlusion. Bilateral tubal occlusion coils in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, dyspareunia, stress urinary incontinence, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet was received. New events were added as abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), anxiety, depression, fibromyalgia, rashes, redness, spots, muscle pain, joint pain, nerves pain, legs pain, hip pain, abdominal pain, fatigue, hair loss, uterus enlarged, essure coils deployed in tubes with difficulty, complications from your essure removal procedure. Previously reported events pain, cramping, vaginal discharge, painful intercourse was updated to recovered from unknown and event weight gain and mood swings was updated to recovering from unknown. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 15-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and following the implant, she had sharp stabbing pelvic pain and heavy bleeding among other non-serious events. One year later, she underwent a right salpingectomy and hysterectomy. Pelvic pain and genital bleeding are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.